Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On 30th sep 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. A review of the data management system (dms) revealed differences in the bg and sg values. The user was helped with a sensor re-link, and the system was monitored for a few days. However, this did not resolve the issue. Based on the escalation analysis, a sensor replacement was approved, and an RMA was issued for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing of the returned sensor showed no malfunction. A review of the in-vivo data did not reveal any anomalies in the raw data. Review of the overall system performance in dms confirmed that sensor inaccuracies were observed; however, no definitive failure mode could be determined from the in vivo data available. The returned product analysis did not reveal any functional anomalies with the sensor itself. The potential root cause may be related to an issue with the in vivo state of the sensor hydrogel, which could not be reproduced during in-house testing. This may occur in some instances where a failure mode present in the body is not replicated in the lab. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 29 dec 2025. G3. Date received by the manufacturer? 29 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.